Manufacturer narrative:
Return requested. Replacement computer shipped to site 04/13/2016. No parts have been received by manufacturer for analysis. On 05/09/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system became unresponsive and unexpectedly exited the cranial software when building 3d models. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. During initial power on, post and boot to login screen were successful. The computer system was stable over 12hr period while navigating and using glxgears. There were no hard drive or ram errors identified. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.